Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced difficulty attaching connector adapters to the pump, stating prior connectors could not be turned into the pump and requesting replacements. Symptoms included no reported clinical effects. Outcomes included replacement supplies shipped and user education on proper use, including that reuse of connectors is not recommended. Investigation included customer interview and troubleshooting regarding connector attachment technique and fit. Investigation of this case revealed a device-use difficulty related to the connector component, with no alarms or alerts reported and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and product interaction consistent with normal variance, with no confirmed device failure.